Event description:
Customer reported that at 6:30 am on (B)(6) 2012, that her blood glucose measured 132mg/dl. She ate breakfast and didn't take a meal bolus because she bicycles all day. At 7:30 am her bg had risen to 228 mg/dl, so she administered an insulin bolus (dosage not reported). At 8:45 am she took another insulin bolus (dosage not reported) as her bg was 250 mg/dl. At 10:00 am she removed the device because her bg was still elevated (261 mg/dl). She believes the cannula "may have been" bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm te possible bent cannula or to determine if it, or some other product condition, could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." And advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."